Manufacturer narrative:
(B)(4). The vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was unable to duplicate the reported event. The fsr calibrated the touchscreen, performed the operational verification procedure, and reported the device meets service specifications.

Event description:
The customer reported while using the vela ventilator; the device is non-responsive to touch. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed but was unable to duplicate and confirm the reported problem. The display assembly was operating with no issues. This issue will be internally investigated within vyaire.